Event description:
The device was returned to medtronic (B) (4) to be reworked in accordance with FDA field action number z-2341-2008. During preliminary inspection of the device it was observed that the charge pak, low power and service icons were displayed. The reported problem is indicative of a device that will not power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). The returned device was evaluated by physio-control's failure analysis center. The reported failure was verified. The root cause of the reported problem was determined to be due to tin whisker growth on the connector contacts of the switch flex assembly. The customer received a replacement device.